Event description:
It was reported that the pt desaturated (blood o2 levels were below the expected levels) while connected to the ventilator. It was also reported that the ventilator had no audible alarm when the reported problem occurred. The pt was removed form the ventilator, bagged until the pt's saturation level increased, and then was placed back on the ventilator without problem. No report of pt harm.